Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed discrepant lithium results while using the architect c8000 analyzer. The customer provided the following data (mmol/l): on (B)(6) 2018: sid (B)(4): initial 1.30 mmol/l, retests 0.72 mmol/l and 0.70 mmol/l. There was no adverse impact to patient management reported. No other patient information was made available.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service review, a search for similar complaints, and a review of labeling. Return material was not available. Abbott field service investigated the issue on site replacing the sample probe, mixer, and reagent probe. These parts were considered the likely cause of the result issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.